Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned vial observed to contain test strips from multiple vials. Unable to test. Most likely underlying root cause: mlc-58-user had an inaccurate reference. Self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Mother is calling on behalf of the customer. The customer is concerned with tests results from results obtained of 364, 339 and 319 mg/dl. The customer's expected fasting blood glucose test result range is 120 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not able to perform a back-to-back blood test during the call on (B)(6) 2018. The product is stored according to specification in the bedroom. Test strip lot manufacturer's expiration date is 02/24/2020 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history (customer was unable to see the time, but stated tests were performed back-to-back):(B)(6).